Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose on (B)(6) 2011. She stated, she did not eat breakfast and walked for approx 45 mins and her blood glucose measured 280 mg/dl. She bolused through the infusion device and two hours later, her blood glucose measured 500 mg/dl. She noticed the luer/adapter area was wet with insulin and she changed the accessories and bolused 21 units of insulin at 11:30am. Her blood glucose then measured 550 mg/dl and she was very thirsty and tired. Her normal blood glucose level is approx 100 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.